Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: awaiting product complaint from customer. F5u baxter infusion connected to bd bard power port + tuta end connector + bd texium. Leaking at the texium and baxter set connection. Additional information received from the customer: our cdu have reported an issue with the texium injection port (part number 10012241). The team reported that it was leaking at the connection point between pump connection and texium. Lot number is 25065605. Patient attended day oncology on 2 march 2026 and a baxter infuser with 5fu was connected at 2:30pm. District nursing attended for disconnect on 4 march and found connection point between baxter infuser and texium to be leaking. Confirmed with nursing staff who connected infuser that connections were secured tightly.